Manufacturer narrative:
A field service engineer (fse) evaluated the event on (B)(6) 2015 and found that the source of the leak was weak vacuum pump (malfunctioning). The fse replaced the vacuum pump to resolve the leak..the fse performed verification of instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that approximately 1.5 ml of clear fluid leaked from the coulter ac t diff 2 probe and onto the counter while running reproducibility. Personal protective equipment (ppe) worn by the customer at the time of this incident: included lab coat, goggles and gloves. There was no biohazard exposure to mucous membranes or open wounds. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.